Event description:
Error 42. Due to the event description, no device history record review could be performed. Nothing to link to. Several errors 42 were found during the device log review. The device was received in lake zurich and its investigation was performed by our local technical team. As no description of event was provided, several tests were carried out in order to perform a quality check control. All were compliant with IFU specifications and the error 42 found in the log could not be reproduced. Nothing was noticed during both external and internal check. No technical or functional cause could be identified for this event as the device worked as intended during testing.

Event description:
Error 42.